Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display screen was blank. It was noted that the pump's audio tones and vibrations were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: during investigation, the pump was powered on normally with the pump's audio tones and vibrations functioning properly. The pump did not show the verify screen upon start-up. The display screen was found to be blank. The pump was opened and a crack was observed in the display screen. A test display screen was inserted and was found to function properly. Unrelated to the complaint, investigation revealed that the battery cap was damaged/stripped and did not fit securely into the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.